Event description:
Patient reported left side no complaint against the device. Healthcare professional later confirmed left side no complaint against the device. Healthcare professional later reported calcification, "axillary enlarged lymph node¿, and ¿axillary lymphatic thickening" via ultrasound. Device has been explanted.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: calcification: not observed. Lymphadenopathy: unable to observe as it is not related to the device. A workmanship was observed not related to the complaint for a split in patch event. A further investigation is requested.

Event description:
Healthcare professional reported, left side calcification, "axillary enlarged lymph node¿ and ¿axillary lymphatic thickening". Via ultrasound. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy. Photographic device evaluation: a review of the device through photographs noted, the event could not be observed, as it is a physiological complication.